Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address soft tissue destruction and fluid causing pain.**update** litigation papers received (B)(6) 2012. Complaint changed to legal. There is no new information that would change the outcome of the investigation. **update**(B)(6) 2013-maude report ((B)(4)) received. Maude report states patient starting experiencing pain which caused a limp and had a hip aspiration in 2010 which showed elevated cobalt ions indicating metal on metal synovitis due to the failure of this product. The revision findings are foreign body synovitis with large effusion, synovial and capsular tissue necrosis, corrosion of the femoral neck-head, and increasing symptoms including squeaking and grinding and sense of instability.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases against the provided (B)(4) lot codes finds no other reports of corrosion. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. The investigation can draw no conclusions with the information provided. Based on the inabilityt to determine root cause, the need for further corrective action has not been indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.